Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the piston pulled out of the syringe without resistance. There was no report of patient impact. The following information was provided by the initial reporter: lack of retaining ring for ref (B)(4). In a public tender for region hovedstaden in denmark the reference group (28 nurses and doctors) evaluated all bd syringes. The tender specifications required that all syringes should have a retaining ring to avoid the piston to be pulled out. When they examined this for ref.(B)(4) they did not feel any retaining ring and the piston was pulled out without resistance. They almost disqualified all the syringes from bd due to this issue. The contract responsible purchaser request an explanation for the lack of retaining ring for (B)(4). When did the incident occur: before use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples received by our quality team for evaluation. According to verbatim, the complaint appears to be for the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. DHR review is not required due to the complaint being for the design of the product and not a true defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the piston pulled out of the syringe without resistance. There was no report of patient impact. The following information was provided by the initial reporter: lack of retaining ring for (B)(4). In a public tender for region hovedstaden in denmark the reference group (28 nurses and doctors) evaluated all bd syringes. The tender specifications required that all syringes should have a retaining ring to avoid the piston to be pulled out. When they examined this for (B)(4) they did not feel any retaining ring and the piston was pulled out without resistance. They almost disqualified all the syringes from bd due to this issue. The contract responsible purchaser request an explanation for the lack of retaining ring for (B)(4). When did the incident occur? Before use.